Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states that there was a failure of the device. Upon triage, a burnt element was found on the component.

Manufacturer narrative:
Submit date: 03/12/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the presence of a burnt element on a component. The unit was triaged and the reported issue was confirmed. The fuse on the motherboard had blown. The fuse on the motherboard will open in order to act as a safety mechanism for the pump. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.